Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during the initial endovascular treatment of an 52mm abdominal aortic aneurysm on (B)(6) 2019. It was noted that the patient had a short angulated aortic neck. It was reported approx. 5 years post index procedure the patient presented emergently due to an aneurysm rupture due to a type ia endoleak. Despite medical efforts, the patient's blood pressure did not stabilize, and treatment was discontinued. Per the physician the cause of the type ia endoleak was due to the patients anatomy due to changes in the shape of the blood vessels over time ultimately causing the aneurysm to rupture. The cause of death was due to abdominal aortic aneurysm rupture.